Event description:
Port-a-cath working improperly. Infiltrating on 9/25/97 during outpatient chemo treatment. Patient sent for x-ray. Catheter found to be sheared off. Broken piece removed on 9/25/97 during a percutaneous retrieval of catheter fragment. Rest of port surgically removed on 9/30/97.